Event description:
(B)(4). Autoimmune symptoms; joint pain, chronic fatigue, hair loss, itching patches on skin, headaches, flu-like body aches, unexplained fever, intolerance to cold, raynauds syndrome.